Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened down button dome switch. Device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the down arrow button on the insulin pump is stuck and the times it works, it has a delayed response. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.